Event description:
It was reported that a blazer ii htd was used in a paroxysmal supraventricular tachycardia procedure. During the procedure it was noted that the distal tip temperature was not stable. The procedure was completed with another blazer with no patient complications being reported.

Manufacturer narrative:
The returned device was reported for distal tip temperature being unstable. The returned device passed all visual and functional testing. The electrical and continuity tests and showed no evidence or defects that could have contributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. There is no evidence that the device was used in a manner inconsistent with the labelled indications.

Event description:
It was reported that a blazer ii htd was used in a paroxysmal supraventricular tachycardia procedure. During the procedure it was noted that the distal tip temperature was not stable. The procedure was completed with another blazer with no patient complications being reported.